Manufacturer narrative:
Duplicate report of 1818910-2012-08509. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it had been completed.

Event description:
Patient was reviesd to address hip pain.